Event description:
Boston scientific received information that this right atrial lead exhibited intermittent sensing and high pacing threshold measurement. Subsequently, this lead was found dislodged and was then successfully explanted. No additional adverse patient effects were reported. This lead was out of service. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in these areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. In summary, the lead presented cuttings in the insulation, which resulted presumably from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.